Event description:
It was reported that the customer received a motor error alarm on the insulin pump while it was not on the customer. The customer's blood glucose was 284 mg/dl. He was treated with 2.7 units of insulin. During troubleshooting, it was found that the insulin pump was not bumped, dropped, or exposed to a strong magnetic field. The customer was not using the corresponding sensor feature on the insulin pump. It was possible to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.